Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. Visual inspection revealed the following, valve returned crimped over the inflation balloon, bunching of inflation balloon material present of distal shoulder, valve struts exposed through skirt at inflow side, I/c bond tear confirmed, and valve removed from inflation balloon and slight bend on inflation balloon. Functional testing was unable to be performed due to the condition of the returned device. Dimensional testing was performed on the double wall thickness of the crimp balloon and the measured components were within in specification. During the manufacturing process, the entire device is visually inspected, and tests are performed throughout the process. In this case, there is no evidence to support a manufacturing design defect potentially contributed to the complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history record review was performed and did not reveal any related complaints. The IFU for edwards commander delivery system, the device preparation manual, the procedural training manual and procedural manual supplemental for subclavian and axillary approach were reviewed. The procedural training manual provides guidance on valve alignment. Unlock, pull the balloon catheter straight back at the y-connector until part of the warning marker is visible and lock, do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure, rotate the balloon lock away from you to lock and towards you to unlock. Lock/unlock symbols are found on the balloon lock, check delivery system before valve alignment. If kinked, do not use, make sure and maintain guidewire position in the left ventricle during valve alignment, slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap, fine adjustment indicator shows how much fine adjustment is left and if additional fine adjustment is needed, unlock and rotate the fine adjustment wheel away from you until part of the warning marker is visible and relock. Note the following: a gap between the thv and distal valve alignment marker may result in difficulty crossing, an overlap cannot be reversed and may prevent proper thv deployment, fine adjustment wheel functions only when the balloon lock is locked, do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure and do not position the thv past the distal valve alignment marker. This will prevent proper thv deployment. Additional considerations should be noted: compression may be observed in the distal portion of the flex catheter during valve alignment, and diving may be observed between the thv and the flex catheter tip during valve alignment. To correct: move to a different straight section of the aorta (for diving only), oi using the balloon catheter, push forward slightly, and then continue pulling back until part of warning marker is visible and if using the fine adjustment wheel, reverse and then continue with fine adjustment until thv is centered exactly between the valve alignment markers. The thv moves in only one direction relative to the balloon. In addition, if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. In addition, the procedural manual supplement for subclavian provides guidance with patient screening via CT imagining. CT screening should include left and right subclavian or axillary arteries. IV injection preferable from right side, left side access preferred due to: more favorable delivery angulation relative to aortic valve, extra length in arch for valve alignment and left internal carotid usually separate takeoff from arch. The right-side access possible depending on tortuosity. Right axillary has bigger dimensions, double angle and right carotid take off at the level of the subclavian artery. For each artery, evaluation should include specific measurements of: diameter - multiple locations, calcification - degree of location, tortuosity - degree and location, and depth of artery (axillary only for percutaneous access). Due to arm position during CT, may not be accurate reconfirm depth with ultrasound and confirm patency of carotid and vertebral artery. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon torn was confirmed based on evaluation of the returned device. However, no manufacturing non-conformances were identified during engineering evaluation. A review of the DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per report, 'while crossing the native valve with the commander delivery system, the balloon perforated, and blood was seen flowing back into the inflation syringe'. As observed in the returned imagery, the crimped valve was unevenly seated against the flex tip. Additionally, product evaluation revealed bunching of inflation balloon material towards distal shoulder. Per the IFU, 'if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon'. It is possible that the valve alignment was performed in a non-straight section. Performing valve alignment in a non-straight section can make the valve become unseated (non-coaxial placement of valve in relation to the flex tip) from the flex tip and dive into the lumen of flex tip. A non-coaxial valve can result in high valve alignment forces, thus causing balloon to bunch. It is possible that increased forces and tension could have then weakened the balloon causing the balloon to tear. In this case, available information suggests that procedural factors (valve alignment in a non-straight section, high alignment forces) may have contributed to the complaint events. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. No corrective or preventative action nor product risk assessment is required. The balloon torn issue and it associated risks have previously been assessed and documented in a product risk assessment and CAPA to address this failure mode.